Event description:
During a lap supracervical hysterectomy procedure, the device started to produce a constant tone but did create an error code 5. After cleaning and continued use, the device did create anerror code 5 which could not be fixed. A second device was used to finish the procedure. No patient consequence.